Event description:
Caller reported that the insulin pump experienced a rapid drop in battery charge, leading to an unexpected shutdown earlier in the day before contacting technical support (cts). There was no adverse impact to the customer's blood glucose level. Cts advised the caller on battery best practices and instructed them to monitor the system, with an option to call back if the issue continues.